Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio pro meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient obtained a blood glucose result of ¿3.4 mmol/l¿ with the subject meter. The patient manages his diabetes with insulin. Based on the alleged result, the patient administered self 9 units insulin. Several hours later, the patient was not feeling good. The patient claimed his view was cloudy and he could not see clearly. Treatment was not specified. The patient denied testing with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.